Manufacturer narrative:
Additional event details and patient strips were requested to support the investigation; however, no further information was made available by the customer. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was unable to be determined. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
A philips field service engineer (fse) visited the customer site to evaluate the device. Functional testing was performed using an ECG simulator. The assessment did not identify any mechanical issues, and all patient leads were confirmed to be operating correctly. Philips has requested additional information from the customer to support further investigation. At this time, the complaint remains under investigation. A final report will be issued upon completion of the investigation and once all relevant information has been reviewed.

Event description:
The customer reported that the tc70 monitor was displaying erroneous information, specifically a persistent atrial fibrillation (a-fib) reading on patients who were subsequently clinically assessed and confirmed not to have a-fib. As a result of the incorrect readings, at least one patient was referred to cardiology for further evaluation. No adverse events or harm to the patient or user were reported.

Manufacturer narrative:
Follow-up investigation activities were conducted for the reported event. A philips technical consultant (tc) performed a second onsite visit on april 21, 2026. During the visit, the customer reported that the device was intermittently rebooting and shutting down. The tc evaluated the device using both a simulator and self-testing; however, no abnormal signal or inaccurate reading could be reproduced during testing. Based on the reported intermittent behavior, the tc initiated replacement of the mainboard and power supply to address the intermittent power issue. Additional event details and patient strips were requested from the customer to support further investigation; however, no additional information has been provided to date. At the time of this report, the investigation remains ongoing. Philips continues efforts to obtain additional information relevant to the reported event and to complete the investigation. A supplemental and/or final report will be submitted upon completion of the investigation.